Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the patient was told by their healthcare provider (hcp) that their pump would be empty on (B)(6) 2019, however, the patient thought they were mistaken because the pump's critical alarm began the day before, on (B)(6) 2019. The patient began to experience withdrawal at this time and went to the emergency room that night. The pump was alarming every twenty minutes. The patient had heard the single toned alarm first. Alarm information was reviewed and the patient was redirected to their hcp. The patient reported they had missed an appointment and their doctor would no longer refill their pump. It was indicated the decision not to refill was elective by the hcp. The patient said they were okay with the pump being empty. Physician listings were provided to the patient. No further complications were reported or anticipated.